Event description:
It was reported that, customer complained the silicon beads of the allevyn life device were sticking to the patients skin as well as the back when peeled off. It is unknown when did the event occurred, how was the procedure completed any if there was a delay. No other complications were reported.

Manufacturer narrative:
We have now concluded our investigation into the reported complaint. As no lot number information was provided a review of the device history record could not be carried out. A complaint history review, was performed for the product and event description, there have been similar instances reported in the past three years. Event occurred during patient treatment. The device used in treatment was not returned for evaluation, therefore no functional evaluation could not be carried out. It has not been possible to establish the root cause of the issue. A probable root cause is incorrect storage. If the dressings are not stored according to the conditions outlined in the IFU, environmental issues such as temperature can alter the adhesive nature of the dressings, making it too sticky. The users of the reported product are therefore advised to consult the IFU, to delineate future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including storage conditions and the application and removal of dressings. We have not been able to establish a relationship between the reported complaint and the device. The investigation has been closed. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.